Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. The customer was hospitalized due to high blood glucose levels of 31 mmol/l. Troubleshooting was not completed as the customer declined. Customer experienced symptoms such as nausea, frequent urination, thirst, and headache. The customer using the insulin pump within 48 hours of the event. Customer reported that the piston stopped moving and that the pump stopped delivering insulin. The insulin pump will be returned for analysis.